Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Corrected data: d4: the serial number was documented as (B)(6) in the initial medwatch report. This has been updated to unknown. The UDI has also been updated accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly. D4: UDI ¿ lot/serial unknown. (01)7611819036277 additional narrative: d1, d4: the device brand name and product code were documented as unknown in the initial report. The brand name and product code have been updated accordingly. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Concomitant medical products: drill bits. UDI: the part number was unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. Device manufacture date: the device manufacture date was unavailable. The manufacturing location was unknown. PMA/510(k) number was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the unknown handpiece device was not gripping the drill bits and had decreased power. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products: the date device returned to manufacturer was documented as 7/18/2019 on the initial report and has been updated as 8/16/2019 device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the coupling tool side of the small air drill device was not functioning, and the performance of the device was out of specification. It was further determined that the device failed pretest for tool coupling with gage, leak test, and rotations per minute. It was noted that the cutting tool could not be locked and the seals were heavily worn. It was noted that due to the worn seals the device was not tight any more. As a result, the device was leaking and performing with less power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.